Event description:
The customer stated that ten falsely elevated patient results for the architect total bilirubin assay were reported out. No specific patient data was provided; however, the customer indicated the results reported out were between 10 and 20 mg/dl and the actual results turned out to be between 0.5 and 1.0 mg/dl. The corrected results were reported out within hours from the initial high results reporting time with no impact to patient management reported. The issue was resolved by recalibrating the assay.

Manufacturer narrative:
(B)(4). (B)(4). Product evaluation was performed to investigate this issue. It was determined that instrument was inspected on the same day of the issue and a leak in the instrument was found and fixed by service correcting a tubing connection on the probe wash pump. The total bilirubin reagent package insert specimen collection and handling section provides instructions on handling and processing specimens. If control results fall outside acceptable ranges, recalibration may be necessary. The quality control section states that two levels of controls (normal and abnormal) are to be run every 24 hours. The architect system operations manual lists the requirements for handling specimens and limitations of result interpretation, states to inspect all samples for bubbles and verify serum and plasma specimens are free of fibrin, red blood cells, or other particulate matter. Assay results must be used with other clinical data. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the results. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer.